Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The device was able to pass all functional tests, the reported issue was not duplicated. On review of the event history log, no evidence of the reported problem was found. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical pump presented with latch issues. There were no reported adverse events.

Manufacturer narrative:
Other text: additional information: h6 (patient code). Additional information received by smiths medical via email on 04-jan-2021. That there was no patient was involvement.